Event description:
Patient reported a "pain, stabbing pain and swollen breast" and "the physician believes it is a contracture." "Right breast implant presents itself more globose.¿ " ¿lobular contours¿ small liquid quantity on right implant, especially on infer-medial aspect.¿ ultrasound indicated possible "intracapsular rupture." Physician reported capsular contracture baker grade IV. This is for the right side device. The device has been explanted and replaced.

Manufacturer narrative:
Health effect impact code: 2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: pain, stabbing pain and swollen breast